Manufacturer narrative:
Intera is continuing customer communication as a part of this investigation. This report is being made as a malfunction report based on the calculated flow rates reported by the healthcare provider being outside of the labeled flow rate range, although the healthcare provider reported that the most recent refill was reported to be within specification as stated in the event description. If further information is received at a later date, a supplemental report will be filed. Blank fields in the MDR form represent unknown information at the time of this report.

Event description:
A call was received by intera from a healthcare provider regarding an intera 3000 hepatic artery pump on (B)(6) 2022, suggesting the calculated flow rate was not within specification but initially unable to confirm details. The pump was implanted on 15 (B)(6) 2022 with an arterial flow rate as manufactured of 1.2 ml/day. On (B)(6) 2022, the healthcare provider confirmed via email that the pump residuals for this patient were the following: (B)(6) 2022 residual - no data provided (B)(6) 2022 residual = 9ml over 13 days (1.6 ml/day). (B)(6) 2022 residual =15ml over 9 days (1.6 ml/day). (B)(6) 2022 residual =10ml over 14 days (1.4 ml/day). (B)(6) 2022 residual =10.5ml over 14 days (1.4 ml/day). (B)(6) 2022 residual =10ml over 14 days (1.4 ml/day). (B)(6) 2022 residual = 0 over 14 days (+2.1 ml/day). (B)(6) 2022 residual = 2ml over 14 days (2 ml/day). On (B)(6) 2022, it was reported by the healthcare provider that the patient was refilled locally on (B)(6) 2022 and the residual volume was 25 ml. On (B)(6) 2022, it was reported by the healthcare provider that the patient returned for a refill on (B)(6) 2022 and the "flow was ok in that pump." No additional data was provided for both of the latest reported refills. No patient injury was reported.

Manufacturer narrative:
Device was confirmed by the customer to be flowing within specification on (B)(6)2022 (the last refill datapoint provided). Device has not been explanted at the time of this report. A z number is added to this MDR.